Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
It was reported that the patient had deceased the day after pacemaker implant procedure. Pulmonary embolism was suspected by the physician as a possible cause, but unable to be confirmed. It was unknown whether the pacemaker system was related to the patient death.